Manufacturer narrative:
The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. (B)(4).

Event description:
Information received by medtronic indicated that the customer had issue with battery failure and had gone through 5 batteries in 7 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.